Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire representative went onsite and evaluated the ventilator. The device was switched off and on with no further alarms appeared. Tested the device on a test lung for 5 minutes on an invasive ventilation mode and no further alarms have occurred and the device seems to be functioning appropriately. Log files has been downloaded for further review. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista experienced an alarm 318 - (inspiration valve failsafe failed or occlusion in inspiration) during update. The customer confirmed there was no patient involvement associated with the reported issue.